Event description:
The insufflation needle was used in conjunction with the expansion sleeve. The sleeve caught on the fascia, when this occurred the needle was pushed into the aorta. Bleeding occurred and repair of the aorta was performed.